Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. Reportedly, customer delivered too large of a food bolus. Bg was addressed by consuming glucose tablets. Emergency medical services were called and administered glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.